Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were observed. Technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.